Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer¿s blood glucose level was over 600 mg/dl. Customer was treated with manual injection. Customer had blood glucose level of 565 mg/dl. Customer was alleging insulin pump for under delivering because customer stated that the insulin pump was not working. The insulin pump and reservoir will not be returned for analysis.